Manufacturer narrative:
We were notified that this serial number, (B)(4) has no complaint on it. This file was opened in error. The correct serial number and event were reported on: MDR-1028232-2017-00230.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that oversensing with pacing inhibition was observed. The patient was hospitalized and this lead was capped.